Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-86717.

Event description:
It was reported that the customer was hospitalized due to low blood glucose levels and that the sensor had inaccurate sensor glucose readings. The blood glucose reading was 45 mg/dl at the time of admission, and the customer stated that work-related duties were the perceived cause of low blood glucose. She treated with glucose tablets while at work. She stated that he had a very busy day and was running around a lot. She could not recall whether the insulin pump alarmed threshold suspend. She stated that her sensor glucose reading ran as low as 29 mg/dl while she was at work. She stated that the hospital tried to treat her with glucose and an intravenous drip. She noted that at times she got frustrated and would go about her day, declining troubleshoot; she was advised to call for assistance at the time of any issues for proper troubleshooting. Nothing further reported.